Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr). The first clip intervention occurred on (B)(6) 2020 at (B)(6) hospital in (B)(6). One clip was implanted and the mr was reduced to grade 1-2. On a (B)(6) 2024, the patient returned symptomatic with shortness of breath, fatigue, and worsened heart failure. Transthoracic echocardiogram (tte) and transesophageal echocardiogram (tee) were performed, and. A single leaflet device attachment (slda) was observed. The clip detached from the anterior leaflet. There was no observed tissue, chordal rupture, or leaflet injury. The mr was severe at grade 4. On (B)(6) 2024, a 2nd clip intervention was performed. A mitraclip was implanted and the mr was reduced to grade 1.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported incomplete coaptation/slda could not be determined. The reported mitral regurgitation, fatigue, dyspnea, and heart failure are cascading events of the slda. The reported patient effects of mitral regurgitation, dyspnea, and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.